Event description:
It was reported that 5 trachs were defective. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Unique identifier and 510k are unknown. No information has been provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Two (2) samples were received without their original packaging inside a ziploc bag. Samples were in used conditions. Visual inspection was performed at 12 under normal conditions of illumination in order to detect any damage on the part. During the visual inspection of sample 1, it was observed excess of parylene. Sample was inflated with 5cc of air in order to see if there was any problem with the unit. When inflating the sample 1, it was observed stretch marks (excess of parylene). After manipulating the cuff, it was seen that parylene detached from it. When inflating the sample 2, it was seen that a part wasn't inflated uniformly. According to the information for use, the cuff was manipulated and the whole cuff inflated. The most probable root cause is that the quartz wasn't clean correctly, that's why the unit had excess of parylene. Per previous complaints, as correctly actions, 6 quartz where purchased to have a backup and to make sure that maintenance personnel had the time to perform the preventive maintenance correctly. A re-training on procedure was conducted by area trainer to production personnel. The purpose was reinforce the visual inspection to detect excess of parylene on the units.